Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asevf075 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "customer states that product was found to be cracked near the connection piece in the tubing. Prior to this, it had been used for approximately 4 days without issue." No other information provided.